Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1431 of 1432 lifetime ventricular short interval counts (sic) occurred since 2013 (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.